Event description:
During a ptca procedure, the maverick2 monorail balloon ruptured at nominal pressure. (The number of inflations prior to rupture is unknown). The lesion being treated was a calcified, 99% stenotic lesion in the lad. A neos guide wire and a medtronic guide catheter were also used in the procedure. No pt injuries or complications were reported.